Event description:
It was reported that a patient underwent an open umbilical hernia repair procedure on (B)(6) 2008 and mesh was used. The patient reported on the one year follow-up that the hernia recurred on (B)(6) 2009. The patient saw his surgeon on (B)(6) 2009 who advised that the hernia had recurred. The patient underwent reoperation for the recurrent hernia on an unknown date.

Manufacturer narrative:
(B)(4): the recurrence was lateral and occurred on the side where the mesh dropped. The patient underwent another procedure on (B)(6) 2010. The mesh was loose and embodied in scar tissue. The recurrence was repaired with a different mesh. The surgeon opines the recurrence occurred because the patient is a drinker and is obese. Currently the wound is continent.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.